Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was evaluated and found to be delivering insulin accurately. No defects related to the event. Unrelated to the event the battery compartment was found to be cracked and the display was found to have a red tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that on (B)(6) 2011 she went to bed with a blood glucose (bg) of 80mg/dl. She stated she had a small amount of juice and slept through the night. On (B)(6) 2011 her bg was 300mg/dl with an elevated heart rate and shortness of breath. She reported that she changed her site and gave herself a correction bolus and her bg returned to normal range without further incident. The patient also reported that there may have been an air bubble in the cartridge but unable to determine at the time of the call. This complaint is being reported because of the patient's hyperglycemia.